Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 112089 - the dentist reported that 40 days after the dental implant was installed in intraoral region #21 it was verified its non- osseointegration. Thirty ncm of primary stability was achieved and immediate load was not performed. No further information was provided.